Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that chest pain and in-stent restenosis occurred. On (B)(6) 2009, clinical assessment identified patient¿s qualifying condition as stable angina and patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 65% stenosis, a length of 8 mm, and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 12 mm study stent. Following post dilatation, residual stenosis was 0%. In addition, a non target lesion in the mid lad was treated with balloon angioplasty and placement of a 2.75 x 16mm taxus liberte paclitaxel-eluting coronary stent system. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient presented with moderate midsternal chest pain radiating to the arms and the neck associated with profuse diaphoresis. The patient was hospitalized immediately and was referred for cardiac catheterization. One day from admission, it was noted that patient's cardiac enzyme was elevated and consistent of myocardial infarction (mi) with peak ck = 344 iu/l, uln = 269 iu/l; peak ck-mb = 21.6 ng/ml, uln = 5.0 ng/ml; and peak troponin = 1.75 ng/ml, uln = 0.03 ng/ml. Coronary angiography was performed. The 99% stenosis noted in the mid rca was treated with placement of 3.5 x 38 mm promus premier drug eluting stent, resulting in 0% residual stenosis. Also, the 95% lesion noted in the proximal rca was treated with the placement of 3.5 x 15 mm non-bsc stent, with 0% residual stenosis and the 90% stenosis noted in the 1st right posterolateral (rpl) was treated with pre-dilatation, placement of 2.25 x 12 mm promus premier stent. Following post-dilatation, residual stenosis was 0%. The patient was then scheduled for a staged percutaneous coronary intervention (pci) due in two weeks for the treatment of the 99% in-stent restenosis of the non study stent (2.75x16 taxus stent). One day post procedure, the patient was discharged.